Event description:
It was reported that the patient experienced infection previously and underwent surgery as a result. Additional information was received that the patient experienced swelling and spontaneous hematoma 10 days after the vns surgery in 2005. A surgery was performed in (B)(6) 2005 to remove the hematoma and the generator site was cleaned and irrigated with antibiotics. The device was not replaced. It was also confirmed that there were no infection. A review of device history records showed that both the lead and generator were sterilized prior to distribution.